Event description:
It was reported that allegedly the front case keypad of the three pcu modules will be replaced.

Manufacturer narrative:
The customer reported that allegedly the front case keypad of the three pcu modules will be replaced. Physical inspection noted the keypad was observed to be in good condition with no irregularities observed. During internal inspection, 2 out of 3 keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer on 1 out of 3 keypads. The returned keypad failed the maintenance keypad test due to various unresponsive soft keys. The ac indicator light did not illuminate on the keypad after plugging in the power cord and the system on key on the keypad was not functioning as intended. No other keys observed nonfunctioning. The keypad tested good with no faults identified. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case keypad of the three pcu modules will be replaced.